Event description:
During shift check while replacing the autopulse lifeband, the customer noticed the autopulse platform sn (B)(6) was missing screws from the bottom of the unit. Upon follow up, the customer reported the platform is also displaying (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the archive review but not during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The root cause for the (ua) 45 was due to the drive shaft not being at "home position", likely attributed to unintended user error. The secondary complaint that the platform was missing screws from the bottom of the unit was confirmed during visual inspection. The two shoulder screws were missing. The missing screws do not affect the functionality of the platform. The observed complaint appeared to be characteristic of user mishandling. The screws were replaced to address the issue. During further visual inspection, multiple cracks were observed in the screw well area of the front and bottom covers and one of the top cover's main screw bosses was broken, unrelated to the reported complaint. The observed physical damage appeared to be characteristic of user mishandling. The front, bottom, and top covers were replaced to address the observed physical damage. The archive data indicated multiple (ua) 45 error messages around the event date, thus, confirming the customer's reported complaint. The encoder drive shaft was not within the normally acceptable range when the platform was powered on. The encoder driveshaft had been rotated back to its home position before the platform was returned for evaluation. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without any fault or error. The (ua) 45 was not reproduced. The platform also passed the run-in test using the normal and 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint of missing shoulder screws, and there was no previous history of complaints for autopulse platform with sn (B)(6).